Manufacturer narrative:
A review of tickets determined that there is a trend in complaint activity for architect anti-hcv lot 95367li00 for non-abbot/ abbott positive control out of range low/ shifted down or depressed/ potential false non-reactive results. Return testing was not completed as returns were not available. Sensitivity testing was performed with a retained kit of architect anti-hcv reagent lot number 94357li00 and 95371li00 (which contains the same bulk material as lot 95367li00). The lots were calibrated, and the calibration met instrument specifications. All control values met control specifications. Two sensitivity panels (core only panel and ns3 only panel) and additional replicates of the positive control were tested with both lots. The sensitivity panel values and positive control values met specifications. No false non-reactive results were obtained. In addition, the clinical sensitivity was evaluated by testing six commercially available seroconversion panels (zeptometrix hcv seroconversion panels hcv 6215, hcv 6216, hcv 6224, hcv 6225, hcv 9047 and hcv 9045). The seroconversion panel results were compared to historical architect anti-hcv test results provided by zeptometrix. Lot numbers 94357li00 and 95371li00 detected the same bleeds as reactive for the seroconversion panels in comparison to historical data. Based on the data it was shown that the sensitivity performance is not adversely affected. The clinical sensitivity was also evaluated by testing twenty commercially available seroconversion panels with the architect anti-hcv reagent lot 94357li00 and 95371li00 and the seroconversion panel results were compared to architect anti-hcv reagent lot number 94020li00. Both lots detected the same bleeds as reactive for the seroconversion panels in comparison to the reference reagent lot number 94020li00. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for architect anti-hcv lot 95367li00.

Manufacturer narrative:
Patient identifier- multiple = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported (B)(6) architect anti-hcv results were generated for 3 (B)(6) specimens while using the reagent lot 95367li00. The following data was provided: sid (B)(6): lot 94016li00 and the result was (B)(6), lot 95367li00 and the result was (B)(6); sid (B)(6): lot 94016li00 and the result was (B)(6), lot 95367li00 and the result was (B)(6); sid (B)(6): lot 94016li00 and the result was (B)(6), lot 95367li00 and the result was (B)(6). No impact to patient management was reported.